Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge pigtail. Customer successfully loaded a new cartridge to resolve the issue and resume insulin delivery. There was no impact to the customer's blood glucose level due to this reported issue.